Event description:
It was reported that the patient underwent an initial total knee replacement on the right side. Subsequently, the patient experienced pain and discomfort in the knee, and avascular necrosis of the patella was identified approximately 1 year and 6 months later. No medical or surgical intervention is planned at this time. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
D10: (B)(6) - 02-020-11-0330 - truliant ps cem fem ps cem right sz 3, (B)(6) - 02-022-44-3012 - truliant tib imp psc insert sz 3, 12mm, (B)(6) - 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t, (B)(6) - 02-012-60-1425 - tru stem ext 14mm x 25mm, (B)(6) - 204-70-00 - tibial stem ext. Screw, (B)(6) - 200-07-32 - advanced patella 32mm 3 peg implant, (B)(6) - 201-78-15 - holding pin mini sharp point 4 pk. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.